Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it could not be determined whether the equipment satisfied performance specifications because the equipment was not returned, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported, that the evis exera ii xenon light source flashed for a minute, after the device was turned on, and then turned off. The issue occurred, prior to a diagnostic colonoscopy procedure. The patient was transferred to another clinic to complete the procedure with a similar device. The device was inspected by the customer at the site. Upon inspection, the xenon lamp was found to be in use for nearly 500 hours. And dust had accumulated on the air inlet filter. Which may have caused the lamp current to increase and overheat, resulting in a device protection shutdown. There were no reports of patient harm associated with the event.